Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under their breast. The patient was unsure if the rash was caused by the lifevest. Reporting out of abundance of caution. The patient¿s physician prescribed an ointment for the rash. Follow up indicated that the rash improved.